Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer called stating the head of the brush heads broke apart. No injury was reported.